Manufacturer narrative:
There was no patient involvement. Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the rotation icon displayed on the screen of the s5 roller pump was found to be incorrect post-procedure. There was no patient involvement. A third-party field service representative was dispatched to the facility to investigate. Through troubleshooting with sorin group (B)(4) assistance, it was determined that the hms and hkr boards required replacement. The customer has ordered replacement boards. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the rotation icon displayed on the screen of the s5 roller pump was found to be incorrect post-procedure. There was no patient involvement.